Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead become stuck during repositioning and was difficult to explant. The lead was capped and replaced. No patient complications have been reported as a result of this event.